Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 179mg/dl. The customer's levels had been as low as 35mg/dl. The customer treated the lows with glucose gel and juice. The customer states they had their healthcare provider adjust basal. The customer declined to troubleshoot the device and states everything has been fine at the moment. No further assistance provided at this time.